Event description:
It was reported that the patient fell to the floor while walking at the hospital after a primary total hip arthroplasty. The patient was unable to walk after the fall. After evaluation it was noted that the implant was "sinking" and no bone fracture noted. As a result the implant was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.